Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a red, pimply rash under the therapy electrodes. The patient, a retired physician, first used hydrocortisone cream on the rash, but later was prescribed another cream by his physician. Follow-up indicated that after using the prescribed cream his rash improved.